Event description:
Additional information was received from the patient that stated they had seen their doctor and rep for follow up to attempt reprogramming. The reprogramming was effective for a short period, but then they experience the same issues. They tried turning stimulation down/off, but the pain returns afterwards. The patient had shaking in their left foot that was intermittent, but turned into a constant occurrence. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's mother reported that the device would not turn off and was causing the patient discomfort. It was noted that the patient had met with their physician on (B)(6) 2015 to discuss explant. The manufacturer representative (rep) reprogrammed her and turned the device off. She was scheduled for explant, but the issue was not resolved at the time of this report. The patient was reporting that she felt uncomfortable stimulation even when the device was off and that it was turning on and off by itself. The mother was requesting that the manufacturer turn stimulation off but that she didn't want to meet at the physician's office. Additional information received from the patient reported that she had checked her unit and it said it was shut off but she was still feeling stimulation. She had shut it down the day after seeing a rep in the doctor's office. There was not a check mark in the box. The other day she shut down each lead one by one and when she checked it at the time of this update, she didn't turn on the machine but felt it on her feet and leg. She reported it on, she could feel it on, but it was turned off. She had wanted it shut off at the last appointment but the doctor and rep insisted that different settings be tried. It was hitting her foot and was tormenting. She was quite sure that the machine was being controlled by her doctor or someone else, as she could feel it on but it said it was off. Additional information received from the rep reported that the device was explanted on (B)(6) 2015. The stimulator had not been therapeutic and she had received stimulation in other areas than it was originally intended for. Troubleshooting was noted to have consisted of multiple meetings with the surgeon and rep. Additional information received from the rep reported that the patient had not received pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that whenever she laid down she was not getting rest and would turn the stimulation down, or shut it off, but the stimulation comes back on by itself and shakes the whole bed. The patient stated this had been going on for months and she was waiting to see if it would stop. The patient reported she was told that the stimulation could not work on her neck, and arms started to shake. It felt like something was wrong. The patient had a several falls this summer in the house but did not land on her back. The patient stated she tripped and fell and landed on her hip both times. The patient tried to shut it off at night because it got so high when resting and made the pain worse. The device came on by itself. The patient reported when she got tired her legs shook too. It was reported a fall could be related to this issue. The patient met with the manufacturing representative at the end of december and sometimes that happened where the stimulation affected body to shake. The patient's relevant medical history reported was failed back surgery syndrome. No intervention or outcome was reported. Follow up is being done to obtain this information. If new information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the stimulator was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported stimulation was turning on and off by itself. The patient would turn the device off and wake up and it had been turned on. The patient's mother noted that the patient had come "unglued". The patient felt stimulation suddenly being too strong in her lower leg and foot but the stimulation was turned off at the time. The patient had been drinking heavily to cope and manage her pain. It was unknown what led to the event. The patient denied being exposed or near any electromagnetic interference (emi). The patient stated that someone had been flying a drone around her house and asked if "they" could possibly control her device with that. Diagnostics/troubleshooting performed included an impedance by the manufacturer's representative (rep). The rep ran multiple impedance checks with the patient in different positions and all were within normal limits. Interventions/actions take to resolve the issue included the patient had a follow-up appointment with her physician to discuss the problem. The rep noted they will be requesting a software card to download the patient's device information for analysis. The issue was not resolved at the time of this report. The healthcare provider (hcp) did not have any further information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Further evaluation of event determined that the above code should've been coded and reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.